Event description:
Customer reported that a nurse or physician noted a secondary med infused too fast. Based on the increased volume in the primary bag, they suspected the med went into the primary bag rather than the patient. No information was available about what med was involved. The biomed tested the primary set and confirmed backflow through the check valve. There was no patient harm reported. Customer states that no further patient/event information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Set has been received. Investigation is not complete. A follow up report will be submitted with the investigation findings.